Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an operator error in programming the device. In 2004 at an unspecified time, the pump was programmed to deliver an unspecified volume of tpn solution at a rate of 39.6ml/hr instead of the intended rate of 3.6ml/hr. At 1630, the nurse noted the error. The physician was notified. Reportedly, the patient was "severely acidotic," became aneuric, was having issues with blood pressure and had to have the ventilator settings increased. The patient was treated with unspecified doses of dopamine, epinephrine, bicarbonate and bumex. The device was removed from clinical service and therapy was resumed using an unspecified syringe pump. The reporter stated that 12 hours after the event, the patient "seemed stable." There were no reported adverse patient sequelae. Though requested, no additional information was provided.